Manufacturer narrative:
Based on the claim against the product by the customer noting a "match grip" message, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was onsite and verified that the master tool manipulator (mtm) was not functioning normally (mtm non-responsive). There were no relevant errors in the logs. The fse replaced the mtm in accordance with isi procedures to resolve issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis. The mtm was analyzed and found the reported failure (grip calibration failure along axis 8 / gimbal grip) was able to be reproduced during calibration (via matlab). The following parts will be replaced as a fix: gimbal grip pads, grip lever, inner grip spring, and outer grip spring. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the customer received a repeated "match grip" message for the left master tool manipulator (mtm) during the procedure which resulted in mtm2 having to be replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, customer reports, getting a "match grip" message for the master tool manipulator left (mtml). The technical support engineer (tse) instructed the staff to check the hand control settings but there was no change. The tse instructed the staff to reboot when they got a chance. The customer will try a reboot when doctor gets to a slow spot. The customer continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.